Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that she had usability issues with an unidentified meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms). The patient reported that at the start of (B)(6) 2015 she encountered issues with the meter including "the screen being difficult to see and the buttons too small and close together". The patient manages her diabetes with fixed-insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that "30 minutes" after the alleged meter issue occurred, she developed symptoms of "dizziness, blurred vision, shaking hands, dry mouth and thirst" and that she self-treated with food or drink. The patient reported that "one hour after" the alleged issue she had her blood glucose tested on a doctor's meter which gave a result of "3 to 4 mmol/l". Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.